Event description:
It was reported, that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp). And inappropriate shocks, during a supraventricular tachycardia (svt), due to myopotential oversensing and programmed settings. Undersensing of atrial activity was also observed. Technical services (ts) was consulted and recommended reprogramming options. This ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and inappropriate shocks during a supraventricular tachycardia (svt) due to myopotential oversensing and programmed settings. Technical services (ts) was consulted and recommended reprogramming options. This ICD remains in service. No additional adverse patient effects were reported.